Event description:
This is a solicited report by a physician from (B)(6) of fungal peritonitis in a female patient (age not reported) coincident with dianeal unknown therapy (lot number not reported). On an unreported date, the patient began treatment with dianeal unknown, (dose, frequency and lot numbers not reported), intraperitoneally for peritoneal dialysis (pd). On an unreported date, the patient experienced fungal peritonitis. Laboratory tests were not reported, however the physician reported "fungal peritonitis was proven." Information pertaining to remedial treatment was not reported. The outcome for the event of fungal peritonitis was not reported. Action taken with dianeal unknown therapy was not reported. The physician did not provide an assessment of causality for the event of fungal peritonitis and the relation to dianeal unknown therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.

Manufacturer narrative:
(B)(4). On an unreported date, the patient began treatment with dianeal unknown, (dose, frequency and lot numbers not reported), intraperitoneally for familial polycystic kidney. On the (B)(6) 2011, the patient experienced aseptic peritonitis, manifested by cloudy effluent and abdominal pain. From (B)(6) 2011, the patient was treated ip with cefazolin (1gm, frequency not reported) and ceftazidim (1gm, frequency not reported). From (B)(6) 2011, the patient was treated with vancomycin (1gm every 5th day, ip), and oral amoxicillin (2x750mg, frequency not reported). On (B)(6) 2011, additional oral treatment with ciprofloxacin (2x250mg) was initiated and on the (B)(6) 2011, vancomycin was stopped. On (B)(6) 2011, a peritoneal effluent gram stain aerobe culture, microbiologic culture and aerobe culture was performed. The aerobe culture revealed no growth, the microbiologic culture revealed candida glabrata and the gram stain aerobe culture revealed 2 results, yeast-like fungi and gram negative rods (bacteroides fragilis). The reporter made a diagnosis of fungal peritonitis and the patient was hospitalized on an unreported date for the fungal peritonitis. The event was considered severe and the root cause unknown. On an unreported date, a c-reactive protein test was performed which revealed up to 91,54 mg/dl. On (B)(6) 2011, treatment with amoxicillin was stopped. On (B)(6) 2011, pd was permanently discontinued and the patient was switched to hemodialysis. On the same day, oral treatment with diflucan (200mg, frequency not reported) and clindamycin (4x300mg, frequency not reported) was started. "During explantation of the catheter", candida glabrata was also found in the abdominal cavity. On (B)(6) 2011, treatment with ciprofloxacin was stopped. On (B)(6) 2011, the patient started additional treatment with pipercillin/combactran (2x4g/1g, IV, frequency not reported). On (B)(6) 2011, treatment with diflucan and clindamycin was discontinued. From (B)(6) 2011, the patient additionally received diflucan (400mg, IV, frequency not reported) and on (B)(6) 2011, the patient received one time gentamycin (160mg, ip). On the same day, treatment with pipercillin/combactran was discontinued. On (B)(6) 2011, the patient was treated with v-fend (2x200mg, IV). From (B)(6) 2011 the patient received antibiotic treatment with ceftriaxon (2g, IV, frequency not reported) and tavanic (125mg, oral, frequency not reported). At the time of this report, the fungal peritonitis with culture positive for candida glabrata was not resolved, however the patient's status improved after discontinuation of pd. The outcome for the event of sterile peritonitis was not reported. The physician believed the fungal peritonitis with culture positive for candida glabrata was unrelated to dianeal unknown. The physician did not provide an opinion of causality for the event of sterile peritonitis.